Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation. Visual evaluation of the as returned product identified signs of use, dried bone debris and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The returned device was measured and matched specifications where measured. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number (1247401). It was confirmed that all operations and inspections were executed as per applicable procedure. Complaint history review was performed for the reported lot number (1247401) for similar events (complaint category keyword: medical) and 0 other complaint was identified. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely causes determined from the investigation are customer error/improper surgical practices related to the IFU as it was noted that the patient has low (type IV) bone density and the implant was placed at a grafted site. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth location #18 was removed due to numbness.pain was also reported.